Event description:
It was reported that during an unknown surgery that the needle broke at the junction. The surgeon was inserting the needle under the sternal half. While putting the needle through the second sternal half the needle broke at the junction where the needle ends and the implant starts. The broken parts were retrieved and disposed. This is report 1 of 1 for complaint (B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.